Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2013-04913 & 04922 / 04924).

Event description:
It was reported a patient enrolled in a clinical study underwent a total left knee arthroplasty on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2013, due to a fractured medial tibial baseplate and metallosis. During the procedure, the tibial plateau collapsed resulting in permanent body function impairment and a delay of 60 minutes. All the components were removed and replaced.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. This regenerex tibial component is designed to have a stable tibial bone platform to support the entire part. When as the bone under the tibial component collapsed there was not enough support to maintain the structural integrity and therefore fractured under the weight of the patient.